Event description:
Blade broke off while in patient's knee. This occurred in two packs. The doctor was able to retrieve the piece and no resisual effects are anticipated, but there was an extra 15 to 30 minutes surgery/anesthesia time due to the reteieval process.

Manufacturer narrative:
Review of the complaint history for this device lot did not reveal any other events of this nature.